Manufacturer narrative:
The pod was not returned for evaluation. We cannot confirm the kinked cannula or determine if any product condition may have caused or contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide model: ust400 14421-aw rev h / 2016 using the pod 5 / page 44 checking your blood glucose 7 / page 96. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patients father reported his son's blood glucose level reached above 350 mg/dl and noted the cannula was kinked. The pod was worn on the arm for longer than 48 hours.